Event description:
It was reported that the left ventricular lead thresholds were increasing and the physician elected to explant and replace the lead. The patient was not reported to be symptomatic. The patient was stable following the procedure and will be followed normally.